Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, unit received with missing segments/partial display due to zebra connector cracked. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is damage in line inside the lcd screen. The customer is not sure how the damaged occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.